Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-14878. It was reported that the patient's system was autoreducing due to one of the leads being fractured and having high impedances. Reprogramming was performed for the working lead. Surgical intervention may occur. It is unknown which lead has the issue, so both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.